Event description:
Caller is phoning from: (B)(6) q: why did the rv lead impedance oor observation trigger? D: rv ttc impedance measured 190 ohms with bipolar at 285 ohms. Impedances appear low but stable on the rv lead. Rv lead is programmed ttc sensing and bipolar pacing. Review of ttc impedances back to (B)(6) 2022 showed measures around 247 ohms and bipolar around 342 ohms. Rv lead is a 7121 abbott lead from 2011. R: noted to caller that it appears the rv lead impedances are low but stable. Sic counts are not accumulating. Assess isometrics/pocket manipulation at in clinic visit to ensure no oversensing on the rv lead based on age and model of the lead. Alert will continue to trigger if left on, and impedances are below 200 ohms in ttc based on split polarity configuration programming. Consider programming off the rv lead impedance alert or continue to clear via ram if re-triggers. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).